Event description:
It was reported that the customer had cracks and scratches on his insulin pump's lcd screen and a missing piece where the battery and cartridge are attached. The customer does not know their blood glucose level at the time of the event. He believed that the incident occurred when the belt clip started to loosen up. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.